Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that the patient encountered 4 infusion set cannula was bent event on 05-may-2024 after 3 hours of insertion. Insertion site was abdomen. Patient regularly rotate site location. Furthermore, customer confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose was over 600 mg/dl and experienced with high ketones level. High level of ketones led up to life threating for patient. Therefore, patient was treated with correction injection via mdi and taken to emergency room. The issue got resolved by replacing the infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 4.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-09980. Correction: this MDR is being submitted to correct the submitted brand name, common device name under d2 model number, serial number, primary unique device identifier (UDI) number, expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6003981 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6003981 was manufactured according to the document version 108 manufactured in the line 3, on 31/oct/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production, 3 complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure. .